Event description:
Additional information was received from the patient who reported that their handset was still having issues. The patient stated that for example, the handset would be fully charged, and they use it once, and ¿it has to boot up again,¿ which the agent understood as telemetry delay. The patient re-reported that it was taking 4 minutes to request/receive a bolus. The agent reviewed clearing data considerations, and the patient stated that helped them for a couple days. A replacement handset was requested from the repair department because the handset would not hold a charge and took a charge at different speeds despite using the same cord and outlet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for fbss leg/back and spinal pain indications. It was reported that the patient stated they are very displeased with their pump equipment. The patient mentioned where the pump was implanted has been very painful for months now and it was still painful every time they had to put the communicator on top of it. The patient said it hurt the whole time they waited for the handset to connect to the pump. The patient stated the handset will get to 90% and they will sit there and wait and it's awful. The patient stated every time they connect to the pump, it took 4 minutes. The patient stated they leave the myptm app open in between uses and it still took that long. The patient commented the pump handset is the worst interface they have ever seen. The patient also stated they have to 'reboot the system every time, and this whole equipment set is very rotten.' The manufacturer's patient services specialist (pss) assisted the patient in clearing data on the handset. The patient will monitor and call back if further assistance is needed.

Manufacturer narrative:
H3.analysis identified ¿scrapped¿ on the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.